Event description:
Info received on 3/25/97 indicates the entire device was removed from the pt on 3/3/97 and replaced due to pain, infection, and pt dissatisfaction-auto inflation.

Manufacturer narrative:
Pump performed within specifications. Cylinders performed within specifications.